Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 05/15/2026, the patient reported that their cgm read low therefore caused the patient to consume large amounts of carbohydrates. Then they took a bg reading which read high. The patient was taken to the hospital and admitted to the intensive care unit (ICU) with a bg of 868 mg/dl and decreasing. It was unknown how long the patient stayed in the hospital. At the time of the report 3 due diligence was made but the patient's condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.